Manufacturer narrative:
Additional items also reported with this event: 1 oasys polyaxial screw non biased dia 3.5 x 14, catalogue # 48558314; 4 oasys polyaxial screw non biased dia 3.5 x 12, catalogue #48558312; 1 oasys right offset hook, catalogue #48551060; 1 oasys left offset hook, catalogue #48551065; 2 oasys 3.5 x 40mm rod, catalogue #48552040; 1 oasys 3.5 x 25mm rod, catalogue #48552025; 1 oasys 3.5 x 30mm rod, catalogue #48552030; 8 oasys blocker, catalogue #48551000; 1 oasys 2.5 drill for 3.5mm screw. Method: complaint history analysis and risk assessment. Results: there have been five complaints with the word "infection" in the event description. In none of those complaints has the infection been linked to hardware failure. There is no indication of implant failure, and according to information from the sales rep the infection occurred more than a month after implantation. The hospital also kept the implants. Conclusion: as no product was available, a definitive conclusion cannot be determined.

Event description:
It was reported that, "implant removed after incision and drainage of area, due to infection. Additional implants: 48552025 (1) 25 mm rod 48552030 (1) 30mm rod 48551000 (8) blocker 48560323 (1) 2.5 mm drill bit."